Event description:
On (B)(6) 2013, the reporter contacted animas that the insulin on board (iob) feature was turned off without user intervention. The reporter confirmed that the iob had been turned on and programmed by the patient's endocrinologist, and that the patient confirmed he did not inadvertently turn off the iob feature. The reporter also confirmed that the pump is kept locked, so the patient cannot inadvertently change pump features or settings. The patient's endocrinologist wanted the pump replaced due to the alleged issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation of the pump's settings verified that the insulin on board was set to on. The pump was exercised for 24 hours and the insulin on board setting did not change. The complaint was unable to be verified or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.